Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported the device had early battery depletion. The device was explanted and replaced. There were no patient complications reported as a result of this event.

Event description:
It was reported by the sales rep that the device had taken a "steep dive" in battery impedance about six months ago, and a couple of weeks ago went to eri. The device was changed out. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Product event summary: based on the destructive analysis results, no internal short was present in the battery at the time of the analysis. There was an opening in the anode separator enclosure but there was no lithium material near the cathode tab or the exposed cathode material. The analysis did not find a root cause of the rapid voltage depletion seen in the save to disk voltage curve.